Event description:
It was reported that a user of the ilet experienced hyperglycemia, with blood glucose measured at 345 mg/dl after being out of range for several hours, and a partial decrease to 302 mg/dl before rising again; the user replaced infusion supplies once and was advised to perform a full supply change. Symptoms included feeling generally unwell. Outcomes included ongoing hyperglycemia without hospitalization. Investigation included remote troubleshooting and user education focused on a full supply and infusion site change. Investigation of this case revealed no confirmed device malfunction, with a possible infusion site or delivery issue not verified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.